Event description:
It was reported that during right ventricular (rv) lead implantation, possible cardiac perforation occurred. After satisfactory placement of the lead, following the procedure an echocardiography (echo) showed a pericardial effusion. The patient was taken to the operating room (or) for a pericardial window and during this procedure the lead became dislodged and was successfully repositioned. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.